Manufacturer narrative:
Clinical evaluation performed by clinical affairs department. One year after primary cemented tka, the patient complains of distal femoral pain, and the follow-up radiograph shows a cracked cement mantle. This may have occurred because of several types of incidents during cement preparation, such as higher than expected temperature of the room, a delay in cement application on the metal device, fluids getting trapped between cement and metal, or between successive layers of cement, or many other unknown factors. It should not be attributed to the devices implanted. Batch review performed on 11-04-2025: lot 2246109: 35 items manufactured and released on 22-02-2023. Expiration date: 2028-02-02. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. Additional device revised: gmk-sphere 02.12.e0310fl tibial insert fixed sphere flex size 3/10 mm l e-cross (k202022) lot 2309307: (B)(4) items manufactured and released on 19-05-2023. Expiration date: 2028-05-07. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with one similar reported event during the period of review. Based on the information available no definitive root cause can be established, the crack in the cement mantle is probably due to specific factors involved in the cement preparation. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 11 months from primary the patient came in reporting distal femur pain. An x-ray showed the cement mantel was cracked on the femur. The surgeon decided to revise the femur and poly. Surgery was completed successfully, femur was downsized from 3+ to 3 and poly of the same thickness (10mm) was used. No mobilization of the femur was reported while the type of cement used is not known.